Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook (pch) instrument tip was noted to have broken plastic. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. Fa found the primary failure of broken distal clevis to be related to the customer reported complaint. The pch instrument was found to have an ear of the distal clevis broken. The broken piece was not returned, measuring roughly 0.181¿ x 0.253¿ in size. The complaint regarding a broken tip was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.